Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go was started last tuesday for a "big hole" in patient's leg. She stated she already had a dressing change twice and currently she sees the dressing on top "caved in" which she further clarified as compressed as she was also concerned the device is not suctioning. Nurse instructed her to also try milking the tubing and to make sure tubing is not kinked or bent. She confirmed the canister is engaged. Patient did confirm, always see the continuous display on the screen and the she always sees the green light lit on the top portion of the device, near the power button. Also reported that the device makes a clicking sound from time to time. The procedure finished with a backup device. Patient injuries were not reported.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, dressing integrity compromised or a component failure, a review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.